Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's s1 lead was causing severe shocking throughout their body, upon further investigation, x-rays showed the lead had migrated. As a result, was experiencing ineffective stimulation. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.